Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) was placed, but blood spouted without stopping bleeding. Therefore, when the placed proximal seal. Was immediately removed and a new hs-3045 was re-placed, bleeding was stopped and central anastomosis was performed as it was. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) was placed, but blood spouted without stopping bleeding. Therefore, when the placed proximal seal. Was immediately removed and a new hs-3045 was re-placed, bleeding was stopped and central anastomosis was performed as it was. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise #: (B)(4). The lot # 25151015 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number.(17080-per 90508578/at and 90520752/aw dunnage product reconciliation form, mcv00052213 and packing list must be attached to each sterile load. Five sterile loads were received at xpo without the dunnage form and packing list attached.]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.